Event description:
The article, "subtotal obstruction of mechanical aortic and mitral valve prostheses by connective tissue ingrowth", was reviewed. The article presented a case study of a 49-year-old female patient. On an unknown date, a 19mm master aortic valve was chosen for aortic valve replacement and a 27mm masters mitral valve was chosen for mitral valve replacement. The devices were implanted. Approximately 13 years later the patient presented with structural obstruction of the aortic and mitral valve prostheses. Transesophageal echocardiography (tee) showed an annular ingrowth of connective tissue under the aortic prosthesis in the left ventricular outflow tract and under the mitral prosthesis in the left ventricle. The patient also had a mean aortic valve gradient pressure of 47mmhg, leading to confirmation of a prosthesis-patient mismatch. On an unknown date the patient underwent double valve replacement with a new 23mm regent aortic valve and 31mm masters mitral valve. The connective tissue was removed in full. The postoperative course was uneventful. [The primary and corresponding author was vanessa zwaan, deutsches herzzentrum der charité, department of cardiothoracic and vascular surgery, augustenburger platz 1, 13353 berlin, germany, with corresponding e-mail: vanessa.zwaans@dhzc-charite.de.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: subtotal obstruction of mechanical aortic and mitral valve prostheses by connective tissue ingrowth. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.